Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model el-nc1001 lot number 20g07-t was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20g07-t regarding item #el-nc1001. H3 other text : see h.10

Event description:
It was reported that the neutraclear needle-free connector tubing was defective. The following information was provided by the initial reporter: "a return for el-nc1001, pp-nc5304, and pp-nc5305 is being initiated based on customer complaint due to patient safety issues."

Manufacturer narrative:
The manufacturing location for this product is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the neutra-clear needle-free connector tubing was defective. The following information was provided by the initial reporter, "a return for el-nc1001, pp-nc5304, and pp-nc5305 is being initiated based on customer complaint due to patient safety issues."